Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number sn (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The console was unable to boot as received due to a faulty ssd. When the ssd was replaced, a test case was performed and no errors occurred. Log files could not be reviewed as they reside on the faulty ssd. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with either the drill being faulty, or errors caused by degradation of the ssd in the console. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during tibial cut phase in a cori assisted tka lab demo, the real intelligence robotic drill stopped working. They switched the bur, recalibrate, exit the case and resume, but the drill would not work ((B)(4)). So, they switched the drill and were able to proceeded. Moreover, they had two internal errors that were able to bypass by restarting the case ((B)(4)). The training was completed with a delay of less than 30 minutes. Since issues occurred during a lab demo, there was no patient involvement.